Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2024, the patient and his wife were sleeping when the patient¿s wife was woken by his labored breathing. The patient¿s cgm was reading 400 mg/dl and the bg meter was reading 22 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s wife called 911. Once emergency medical services (ems) arrived, the patient was treated with IV ¿sugar¿ and glucagon. The patient was then transported to the hospital. Medications provided to the patient while in the hospital are as follows: mycophenolate 500 mg twice a day, levarterenol 75 mg once day, atorvastatin 40 mg once a day, bupropion 100 mg once a day, calcitriol .25 mg once, sodium bicarbonate 650 mg once, metoprolol 25 mg once day, and tamsulosin.4 mg once a day. The patient was discharged home after 24 hours in the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.